Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly, blank display and battery out limit alarm. Customer's blood glucose at time of incident was 75 mg/dl. The troubleshooting for blank display, customer was advised to insert new aaa alkaline battery and display returned. The customer was advised to monitor pump and we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 75 mg/dl. The battery out limit alarm was explained to the customer. The customer was advised to check time and date. Customer stated basal rate are gone. The customer was advised to monitor pump.